Event description:
In 2004, cytyc's technical support department received a call from rep, asking if cytyc's preservcyt solution inactivated viruses or bacteria. Rep stated that overnight, while opening a bag containing vials of preservcyt containing patient samples, contents of a thin prep vial splashed into the tech prep's eyes. Rep stated that, the prep tech usually wears goggles when processing but was not wearing goggles as they opened the bag. One of the vials was not secured tightly and some of the contents had leaked into the bag. The prep tech flushed their eyes with water but did not wish to go to the hospital emergency room. Technical support explained to rep that preservcyt inactivated a variety of viruses within 15 minutes and faxed the page from the operator's manual detailing this information. A few days after this incident, cytyc's technical support followed up with rep who stated that cyto prep tech's eyes are fine and the eyes are not red or bloodshot and there are no lingering effects from the eye splash. Technical support has not received any further reports of adverse reaction in this case since it was reported to cytyc. If cytyc obtains additional information it will be forwarded to the FDA via a supplemental report.